Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) had a battery status of middle of life (mol) with charge time 9 secs. Two manual capacitor reformations did not change the battery voltage. The device was not implanted and was returned for analysis.